Manufacturer narrative:
The reported events of failure to separate and premature separation were not confirmed. A visual inspection noted outer helix length was within required specification. The inner diameter of the device docking button where the bullets on the tether interact was within required specification. Further analysis performed revealed no anomalies. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that after fixation, the delivery catheter was unable to go into tether mode prior to release. Subsequently, the ventricular device was unable to be released from the delivery catheter. While attempting to release, the device dislodged while still attached to the delivery catheter. The device and catheter were removed from the patient to inspect them. Upon removal, the device prematurely separated from the delivery catheter. Additionally, the tethers of the delivery catheter were no longer able to be aligned. A new device and delivery catheter were used to complete the implant. The patient was in stable condition.